Event description:
It was reported that there was moisture present inside the sterile package.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), unused touchless catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was moisture present inside the sterile package.